Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways and scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information in h10:

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the event description was revised as follows; it was reported by the sales rep that during a lap cholecystectomy, the doctor felt that there was an unexpected resistance in grasping the trigger at the 1st firing. Then, the doctor fired the device out of the patient, the clip was fed into the jaws sideways and scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. A bag with three scissored clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one scissored clip was formed due to the misaligned condition of the jaws. No sideways feeding was noted and no difficulties to fire the instrument were noted; no conclusion could be reached as what may have caused these reported events. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.